Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that resistance was experienced during the fill process. Reportedly, the issue was resolved by performing a cartridge change. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 42 mg/dl. Low bg cause was due to the customer not eating. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.